Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The event for heat was duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the motor was corroded. This may cause the reported event and may be the result of the device being submerged in water as reported.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.